Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No ramping numbers noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the buttons had delay response. The customer reported that the numbers were ramping up on their own. The customer's blood glucose was 44 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.